Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving dilaudid and demerol via an implantable pump for non-malignant pain, failed back surgery syndrome, and spinal pain. The concentrations of the drugs were unknown and it was indicated that the dilaudid dose per day was ¿14¿ (units not provided). It was reported on (B)(6) 2017 that the patient experienced a cerebrospinal fluid (csf) leak related to a catheter revision; refer to manufacturer report #3004209178-2017-14719 for details pertaining to that event. It was further detailed on (B)(6) 2017 that no csf leak was found at the revision on (B)(6) 2014 but a csf leak was found on (B)(6) 2014. Surgery to repair two small leaks around the new intrathecal catheter was done as primary repair with 6.0 prolene. The patient¿s weight at (B)(6) 2014 was (B)(6). No further complications were reported or anticipated.